Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and evaluated. Evaluation paired the wireless battery module with known good spectrum pump which found the module's wireless connection capabilities inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fil, rendering the unit irreparable due to mac address assigned as product serial number. The device has been retired from service.

Event description:
It was reported that a wireless battery module has "water damage." It was also reported there was no patient injury.